Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experiencing dizziness presented in clinic for follow-up. The pulse generator exhibited backup operation. A firmware download restored normal device function.

Event description:
New information indicated the patient was in good condition post reprogramming.